Event description:
It was reported that the patient presented prior to generator change with high pacing impedance and failure to capture, exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.